Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that mesh was implanted to treat vaginal prolapse and stress urinary incontinence with concurrent total vaginal reconstruction. It was also reported that following insertion the patient experienced mesh eroded into the bladder causing bladder stones, pelvic pain, dyspareunia, pelvic infection and urinary incontinence. It was further reported that patient experienced pain, urgency, constipation and underwent surgery to remove mesh and bladder stones on (B)(6) 2009, (B)(6) 2012, (B)(6) 2012 and (B)(6) 2013. Bladder stones were removed sometime in 2012. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006, and that mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.